Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. Both flow sensors were replaced to resolve the reported issue.

Event description:
The hospital reported a malfunction causing a loss of pressure mode of ventilation during a case. There was no report of patient involvement.